Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) verified upon arrival that the drawer had not failed and confirmed proper operation using the hardware test application (hta). The field service engineer (fse) opened all mini trays without issue, reseated the mini engine cables from the rear along with the pyxis bus cable, and performed a system reboot. The field service engineer (fse) then launched the application, verified access to all mini trays, and completed functional testing, confirming successful operation. The system functioned as intended after field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, multiple control pockets opened. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.